Manufacturer narrative:
Concomitant products were added.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 419 mg/dl. The customer stated she received a change sensor alert after a calibration not accepted alert. The customer called in stating that she is calling about her glucose sensor. The customer stated that she had 3 incidents 3 days in a row that stated that her insulin pump would not accept the calibration. At the time, the customer had already removed the sensor. The customer was advised to remove the current sensor and check for a bent sensor. The customer discovered the sensor was curved and bent. The customer was advised sensors will be replaced. The customer was advised to return the sensor for analysis.